Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the home screen. Customer's blood glucose level (bg) was elevated, however, a bg value was not provided. Customer administered a manual injection to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.